Event description:
Medtronic received information that during use, the customer reported there was a leak at the custom tubing pack's mvr bag venous line connection and temperature probe. The device was not used to complete the case. There was no impact to the patient associated with the reported event.

Manufacturer narrative:
Device evaluation summary: visual inspection showed 2 tie bands on the venous tubing connection. The device was filled with di water and de-aired. The device was placed in a mvr holder in the upright position with approximately 200 mmhg of pressure and there was a leak observed from the venous tubing connection. A tie band was placed around the venous connection and then there was a leak observed from the tma port. Reason for return was confirmed. Conclusion: the manufacturing processes, associated controls and inspections were reviewed to determine the root cause for the reported event. Root cause for this event could not be determined related to manufacturing. However, medtronic understands our customers concerns and notification to manufacturing personnel was performed to spread awareness on this issue. Trends for issues with this product are reviewed monthly according to the trend procedure. This regulatory report is being submitted as part of a retrospective review and remediation per d00953163 as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.